Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. Trend and lot review were performed, no unfavorable trends were identified. Although 4 previous complaints were found for the lot, those previous complaints have different event codes which are unrelated to current complaint. Additional information has been requested (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon indicated that he suspects the shunt implantation surgery was a factor of conjunctiva and scleral damage causing the shunt to become exposed. He also indicated that the use of a metabolic inhibitor may have contributed as well. Patient symptoms resolved one week after shunt was explanted.

Event description:
A surgeon reported that following glaucoma filtration device (gfd) implant surgery, a patient experienced a foreign body sensation. Upon examination, the gfd was found to be partly exposed under the conjunctiva where a part of the scleral flap was missing. The gfd was explanted as a precaution for infection. Additional information has been requested.